Manufacturer narrative:
(B)(4). Unit was not received stuck in the manufacturing mode. Unit received with battery cap. Unit received with missing retainer and reservoir tube lip o-ring. Unable to perform displacement test due to physical damage. Unit received with minor scratched display window and case.

Event description:
The customer reported via phone call that their insulin pump was damaged. Customer stated there was a missing piece at the reservoir compartment. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.